Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n150425029, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient's old pump failed and was replaced in (B)(6) of 2014. The patient did not know why the pump failed. It was shutting down for days and one time "it shut down for 8 days." It had been implanted for almost 6 years. The manufacture representative checked the pump and it showed it was "shutting down" and recommended the patient have their pump replaced. No patient symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).